Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the display window and a broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call cracked display screen on their insulin pump. Customer advised they were wearing the insulin pump and hit the edge of a desk at work. Customer's blood glucose level was 145 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer advised there was a crack on the middle of the lcd screen of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.